Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed proximal to the rv coil via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.